Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/06/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: inexplicable reboot events, which are potentially indicative of the reported event, were observed in the black box data. The battery compartment was observed to be free of damage. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during all steps of the analysis. The pump was exercised for 24 hours, during which no power interruptions were observed; the reported event was not duplicated. The pump case was removed, and evidence of moisture damage was observed on the printed circuit board and other internal components. The relation of the aforementioned device failures to the reported event could not be determined, as the reported event was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.